Event description:
According to the complainant, an inspection of the apex single chamber bags identified particulate matter. No patient involvement.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.